Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, under infused, no alarms were noted. No adverse patient effects were reported. No additional information is available at this time.